Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services recommended an in-clinic follow-up in 180 days and provided recommendations. At this time, the device remains in service. No adverse patient effects were reported.